Manufacturer narrative:
The following fields have been updated with additional information: d9: device available for evaluation: yes. D9: returned to manufacturer on: 2022-11-25. H.3. Investigation summary: bd received ten (10) samples for investigation. The samples were evaluated by functional testing and the indicated failure mode for stopper pop off with the incident lot was not observed. Additionally, two hundred (200) retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to stopper pop off as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode stopper pop off. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd tube sst plh 13x75 3.5 plbl gold br there was stopper creep out or loose closure. The following information was provided by the initial reporter and translated to english. The customer stated: "there are a lot of tubes not being able to close, and when we close with a strong grip, soon after the lid reopens, there is something wrong with the manual seal."

Event description:
It was reported when using the bd tube sst plh 13x75 3.5 plbl gold br there was stopper creep out or loose closure. The following information was provided by the initial reporter and translated to english. The customer stated: "there are a lot of tubes not being able to close, and when we close with a strong grip, soon after the lid reopens, there is something wrong with the manual seal."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for investigation. Therefore, two hundred (200) retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to stopper pop off as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode stopper pop off. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd tube sst plh 13x75 3.5 plbl gold br there was stopper creep out or loose closure. The following information was provided by the initial reporter and translated to english. The customer stated: "there are a lot of tubes not being able to close, and when we close with a strong grip, soon after the lid reopens, there is something wrong with the manual seal."